Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that there is a smell of burning from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported regarding a dreamstation 2 device. There is an allegation that there is a smell of burning from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the pca burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.